Manufacturer narrative:
Manufacture date correction from 06/2013 to 05/2013. Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), and functional analysis. ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the catalytic converter was returned and tested. The reason for return of the catalytic converter could not be confirmed. ¿the oil mist filter was returned and tested. The reason for return of the oil mist filter could not be confirmed. ¿the solenoid valve was returned and tested. The reason for the return of the solenoid valve could not be confirmed. ¿the male connector was returned and tested. The reason for return of the male connector could not be confirmed. ¿the nylon tubing was returned and visually inspected. It was noted the tubing was three inches shorter than usual. The reason for return of the nylon tubing was confirmed. The assignable cause of the odor/smells issue is the catalytic converter, oil mist filter, solenoid valve, male connector and nylong tubing. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site and replaced the valve solenoid, catalytic decomp filter, oil mist filter, male connector tubing, and nylon tubing to repair the odor/smells issue. The unit met specifications and was returned to service on (B)(4) 2016.

Event description:
A customer reported an event of a very strong odor emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.